Event description:
Medication was being infused via medication pump when the rn noticed significant air in the IV tubing. The air in the tubing was noticed above and below the pump. The air successfully passed through the pump without alarming or suspending the infusion. This happened multiple times despite changing tubing and pump channels. Dates of use: (B)(6) 2012 - (B)(6) 2013.